Manufacturer narrative:
Date of birth: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2022-00043. .

Event description:
The user facility reported that two angio-seal devices were used on the same patient. The first angio-seal device involved. Blood did not come out from the arteriotomy locator as intended; blood came out from the insertion sheath instead. The patient was in stable condition. Hemostasis was achieved by manual compression. There was no patient injury or medical intervention required. Additional information was received on 04 feb 2022: patient record stated that the indication was a delayed percutaneous coronary intervention (pci). Access site was right, radial, and femoral puncture. Access site was changed to femoral because the radial failed. Outcome was dvd. Intra-operative complication was a nil. The vessels involved were the left anterior descending (lad) and the left circumflex (lcx) coronary arteries. Contrast used was a ultravist. Pre-angio creatinine was 1.1. Procedure time was 51 minutes. Fluoro time was 8 minutes. Heart results of the right dominant coronary system showed that the lm was normal, right coronary artery (rca) was normal and the proximal left coronary artery (plcx) was 50% stenosis. Under aseptic condition and la, right femoral artery (rfa)(due to failed radial puncture fr jr3.5-dx catheter and 6fr jl3.5 guider) angiogram was taken. Proximal (plad) 80% stenosis with ulcerative plaque stented with 2.75x18mm resolute integrity (des). Left main (lm) was engaged with a 6fr jl3.5 guider and a runthrough wire was passed the left anterior descending artery (lad) lesion and predilated with 2.5x15mm sapphire ii pro balloon and was stented with a 2.75x18mm. Resolute integrity (des). Timi 3 flow. No complication. Medical treatment for left circumflex artery (lcx). Plavix 1 once a day (od) for 3 months (dapt 1 year) and aspirin 1 once a day (od) for life. Additional information was received on 05 feb 2022: the size of the sapphire ii pro balloon that was used was 2.5x15mm. Blood came out from the sheath hub so the doctor proceed with withdrawal of the device. There was no damage observed on the sheath. There were no difficulties with the arterial access, sheath, guidewire, or catheter insertion, the pci was considered easy. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the mated hemostasis sheath and locator, carrier tube, and the polyfoil pouch. The returned device was subjected to visual analysis. The device appeared to be in good condition with no signs of blood. The hemostasis sheath and locator were returned mated together. No damage or deformation was identified. The blood inlet holes were examined and were properly aligning. No obstruction was found to the inlet holes or the outlet hole. The carrier tube was observed to be in rear lock position with the color bands fully exposed. The blood inlet and outlet holes were measured on the locator and were found to have been 0.056 inches and 0.019 inches respectively. Both dimensions were within the specification of 0.056 inches (+/- 0.002) and 0.019 inches (+/- 0.003), as defined in the 6fr locator drawing. The blood inlet hole was also measured on the hemostasis sheath and was found to have been 0.039 inches, which was within the specification of 0.038 inches (-0.002 / +0.004), as defined in the 6fr hemostasis sheath drawing. Functional testing was performed, and back flow was tested by injecting water into the distal tip and checking for obstructed or insufficient fluid flow through the proximal end. No issue was able to be found with device function. No leakage was found from the hub of the device. The complaint cannot be confirmed for the alleged issue since the device was within specifications dimensionally and passed the functional testing. The device was functionally tested and appeared to function properly. The inlet and outlet holes were measured and were found to have been within specification. It is possible that the locator and sheath assembly was not inside the arteriotomy or some tissue/debris obstructing the blood flow into the locator tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).